Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed on the dilator with no relevant findings. One 10 fr x 4" dilator was returned for evaluation. Microscopic inspection confirmed damage to the dilator tip. There was a 2mm long split down one side with a whitened appearance near the damage which is characteristic of stress. The inside/outside diameters of the dilator tip could not be measured because of the damage. Instruction booklet c-15955-100a recommends enlarging the cutaneous puncture site with use of a scalpel before inserting the dilator. It is not known if a skin nick was made prior to dilator insertion. The report that the dilator tip became damaged during insertion was confirmed through visual examination of the returned sample. The tip of the dilator was found to be damaged with a 2mm long split down one side. White stress marks were observed in the damaged area. A DHR review did not reveal any manufacturing related issues. Based on information provided and the damage observed, it was determined that operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that the event occurred intensive care unit 2. During insertion of the dilator into the right subclavian vein the tip of the dilator split. As a result a new kit was used successfully.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the u.s. The 510k number is for a similar product that is sold in the u.s.

Event description:
It was reported that the event occurred intensive care unit 2. During insertion of the dilator into the right subclavian vein, the tip of the dilator split. As a result a new kit was used successfully.